Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2022-50821. It was reported that during the procedure, the right atrial (ra) lead exhibited failure to capture. The ra lead was replaced with the new ra lead but still exhibited failure to capture. The procedure continue with single chamber pacemaker implanted. The patient was stable throughout the procedure.